Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively established through this evaluation. Privacy laws prohibit the customer from providing information regarding the case. The heartmate 3 left ventricular assist system instructions for use, rev. G, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2020. No additional information was provided. It was reported the device operated as intended. No autopsy was performed. The device was not explanted.